Event description:
A pt svc rep (psr) visited a (B)(6) female pt following a treatment event and reported that the monitor would not power on. Return of the monitor and electrode belt confirmed that both were damaged during the treatment shock. No adverse event occurred from the device failure. The pt received a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up on following treatment event) was confirmed. Upon evaluation, multiple components were damaged on the computer/analog board and defibrillator board. The cause of the inability to power on is the extensive damage. The root cause of the extensive damage cannot be positively identified. Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged following treatment event) was confirmed. Upon evaluation, multiple components were damaged on the pca board inside the distribution node. The cause of the damage cannot be positively identified. No adverse event resulted from the damaged monitor and electrode belt. The patient received a replacement electrode belt. No adverse event resulted from the open wire. The patient received a replacement monitor and electrode belt. Device manufacture date for monitor: 02/01/2011.